Event description:
On (B)(6) 2013, it was reported that the up arrow and down arrow keypad buttons were intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. The keypad cover was observed to be peeling along the left edge next to the 'up' and 'down' buttons, exposing the button contacts. The keypad cover was removed to check condition of the button contacts and contamination was observed under the contacts of all buttons. Unrelated to the initial complaint, the display screen was dim, discolored and difficult to read. The dim display was replaced with a new test display and was fully functional. The bolus button cover was observed to have a hole in it but was functional. The battery compartment was observed to be cracked below the finger pad extending down to the primary seal. There was no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.